Event description:
During a cataract extraction procedure the surgery center reported a capsular rupture occurred in the patient¿s operative right eye. The clinic reported the capsule ruptured resulting in an unplanned anterior vitrectomy procedure and the lens was implanted into the sulcus. The surgery center indicated the capsule had ruptured due to a weak capsule and did not suspect the phacoemulsification unit caused or contributed to the adverse event. The patient is expected to have a good outcome.

Manufacturer narrative:
During a cataract extraction procedure, the surgery center reported a capsular rupture occurred in the patient's operative right eye. The clinic reported the capsule ruptured resulting in an unplanned anterior vitrectomy procedure. The surgery center indicated the capsule had ruptured due to a weak capsule and did not suspect the phacoemulsification unit caused or contributed to the adverse event. The patient is expected to have a good outcome. Additional report source: user facility. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular rupture occurred in the patient's operative right eye. The clinic reported the capsule ruptured resulting in an unplanned anterior vitrectomy procedure. The surgery center indicated the capsule had ruptured due to a weak capsule and did not suspect the phacoemulsification unit caused or contributed to the adverse event. The patient is expected to have a good outcome.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.